Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent an unknown procedure on (B)(6) 2014 for aortic disease in which a tx2 thoracic graft 26x80 was implanted. The physician reported to the district manager with a possible stent fracture on the tx2 thoracic device. "There was a buildup of thrombus within the graft near location of possible fracture". Patient outcome: did the patient require any additional procedures due to this occurrence? Yes. Graft is being re-lined. Did the product cause or contribute to the need for additional procedures? Yes. Graft is being re-lined. Has the complainant reported any adverse effects on the patient due to this occurrence? Yes since additionally procedure required to line graft and ensure structural stability of initially desired stenting. Has the complainant reported that the product caused or contributed to the adverse effects? Yes, additional procedure required to line graft and ensure structural stability of initially desired stenting.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent a procedure for aortic disease on (B)(6) 2014 were a tx2 thoracic stent graft 26x80 (either a tbe or a zteg) was implanted. In (B)(6) 2019 a possible stent fracture with a buildup of thrombus within the graft near the location of the possible fracture was reported. Since the initial procedure an additional stent graft ((B)(4)) was implanted to re-line the stent-graft. Additional information recieved on (B)(6) 2019 reports that the patient was under observation and doing fine. The device master record was reviewed and there are adequate controls in place to ensure the device was manufactured to specifications. Cook was unable to perform a review of the device history record as the prduct lot number was not provided by the user facility. The imaging provided was reviewed. In the imaging review the complaint device is referred to as a zteg. A mural thrombus was found, the mural thrombus was likely secondary to the step-off created by telescoping of the zteg sealing and first mainbody stent segments. An initial suspicion of stent fracture was unconfirmed. The reviewer states: ¿the zteg telescoping was most likely caused by prolapse of the lateral sealing stent into the second mainbody stent. Seal zone expansion would have caused the lateral aortic wall to pull away from the sealing stent barbs. As blood flow forced the sealing stent into the second mainbody stent, the step-off created turbulence that incited thrombus accumulation just downstream. "A zteg had been implanted in an elongated type ii arch from the left common carotid artery (lcca) origin trailing edge (ishimaru zone ii), across the left subclavian artery origin, and into the proximal descending thoracic aorta (ishimaru zone iii). A type 1a endoleak flowed around the inferior, medial, and superior aspects of the sealing stent into a focal saccular aneurysm or large penetrating ulcer of zone iii at the level of the mainbody sealing stent. This stent was positioned immediately distal to the left subclavian artery. The endoleak was permitted because the seal zone had expanded to 31 mm in diameter, well beyond the sealing stent design diameter. The left subclavian artery was large, 12 mm in diameter, widely patent, and without evidence of any prior attempted embolization. Between (B)(6) 2018 and (B)(6) 2019, a five-stent body long zta-p was implanted inside and extending distal the zteg. Because the zta-p stent segments matched zteg segments, the step off was not reduced. Consequently, mural thrombus accumulated in the zta-p just downstream the step-off. Because the proximal seal zone could not be extended without covering the lcca origin, the endoleak and aneurysm remained unchanged.¿ "the type 1a endoleak likely preceded seal zone expansion and was likely caused by the persistently patent lsa. Because the left subclavian artery (lsa) would have provided easy communication across the sealing stent, a type 1a endoleak may have been present from the outset. If a seal was initially achieved, the large, patent lsa likely caused seal zone failure. Not only did the lsa¿s proximity reduced the potential seal zone length to 9 mm, its backpressure would have further reduced the seal zone length from inside the seal zone.¿ and that "a more extensive than usual thrombus formation inside the zta-p indicated a patient specific propensity towards mural thrombus formation." The most recent IFU for tx2 devices states: the zenith tx2 taa endovascular graft with pro-form is designed to treat proximal aortic necks (distal to either the left subclavian or left common carotid artery) of at least 20 mm in length. Additional proximal aortic neck length may be gained by covering the left subclavian artery (with or without discretionary transposition) when necessary to optimize device fixation and maximize aortic neck length. Graft length should be selected to cover the lesion as measured along the greater curve of the aneurysm, plus a minimum of 20 mm of seal zone on the proximal and distal ends. A distal aortic neck length of at least 20 mm proximal to the celiac axis is required. Based on the provided information no exact cause can be established. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.